Event description:
Related manufacturer reference number: (B)(4) and 1627487-2023-05668. It was reported that patient's drg leads had fractured and as a result had migrated, which was confirmed through imaging. The patient was experiencing ineffective stimulation. It was also reported that the patient was experiencing discomfort at the scs ipg site due to the size. Surgical intervention took place where the leads and the scs ipg was explanted and replaced to address the issue. The drg ipg was also electively replaced. Investigation was unable to determine which of the leads attributed to the event. The allegation is against 2 of 3 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7011051.

Manufacturer narrative:
Date of event estimated. The allegation is against 2 of 3 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7011051.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.